Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
T was reported that there was an over infusion of lactated ringer's. The lactated ringer's was intended to infuse at a rate of 52ml/hour, however 500ml was found to have infused 500ml within 1.5 hours. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-88372 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number (B)(4).

Event description:
It was reported that there was an over infusion of lactated ringer's. The lactated ringer's was intended to infuse at a rate of 52ml/hour, however 500ml was found to have infused 500ml within 1.5 hours. There was patient involvement but no harm.